Event description:
12:05 lpn hooked up treatment and the o2 & "stroller" where working fine. 12:15 cna noticed resident's face and nose were red under o2 tubing / o2 was frozen in tube. Tubing removed & when removed from "stroller" male nozzle broke off. Supervisor paged / o2 d/c'd. Burns treated with siladene cream. Four strollers returned to columa ancillary services, inc. Silvadene cream bid to face near site of burns.